Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had not had a change in bladder control at all since implant. The patient weighed (B)(6) pounds at the time of the implant and now they weigh (B)(6) pounds. The device bothers them, it moves a lot and is uncomfortable and the patient wants the device removed if covered by insurance.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient wanted their device removed. They reported the stimulation never worked and the ins was sticking out. Patient stated again that the stimulation never worked and they had not had stimulation on, it was turned off because it never worked to control their symptoms. Patient also stated the ins was sticking out, they had lost a lot of weight and the ins stuck out and they would like to have it removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their device did not do any good and was very uncomfortable. They had quit/stopped using the 2 years ago and desired to have it taken out. There were no further complications reported or anticipated.